Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4+, a prolapsed posterior and an enlarged atrium. Two clips were implanted, reducing mr to a grade of 1+. On an unknown date, the patient returned to the hospital for a follow-up appointment and imaging showed one of the implanted clips had detached from anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda), causing mr to increase to a grade of 4+. On (B)(6) 2024, an additional mitraclip was performed, and two clips were implanted, reducing mr to a grade of 1-2.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. All available information was investigated and based on the information provided, and per the physician, the reported single leaflet device attachment is due to a prolapse and is therefore, related to patient conditions. Mitral valve insufficiency/regurgitation is due to the slda. Mitral regurgitation is a known possible complication associated with mitraclip procedures. Unexpected medical intervention and hospitalization were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.